Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huzg0302 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (huzg0302) have been reported from one u.s. Facility.

Event description:
Facility contact reported that a patient with a 6.6 fr tcl single lumen broviac catheter had the line placed (B)(6) 2015. It allegedly developed a pinhole leak and was repaired on (B)(6) 2015 for the first time with a repair kit. No patient injury or harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 6.6fr s/l hickman catheter. The sample was returned with a repair catheter and terminated approximately 1cm distal of the repair site. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, multiple circumferentially arranged spraying leaks were observed between the repair site and the distal end of the sample. Tactile inspection of the sample revealed clamping impressions in the vicinity of the leaks. Microscopic inspection of the distal tip of the sample revealed striations typical of a sharp instrument cut. Microscopic inspection of the leak sites revealed several small splits. Each split exhibited sharply defined edges. One split appeared vaguely v-shaped. The v-shaped split appeared to be the result of contact between the catheter and a sharp, pointed object such as a needle. The remaining splits were found within clamping impressions and appeared to be the result of clamping the catheter with traumatic instruments such as hemostats. The catheter may have been clamped in the region to prevent leakage following the needle contact damage. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ reference (B)(4) for additional information about this failure type.